Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement biopsy guide shipped to site 04/04/2017. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative reported a site's biopsy guide had a stripped screw. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.